Manufacturer narrative:
Device not returned for assessment.

Event description:
It was reported that the patient had a replacement surgery due to device not inflating because of a leak somewhere in the system with his inflatable penile prosthesis (ipp). The ipp was explanted and a new device was implanted. There were no further patient complications. The physician did state that the ipp had not been working for the past year.